Event description:
The pt received her scs ipg on (B)(6) 2008. It was reported that the pt has had frequent recharge issues with the ipg. She was sent a new charger to help resolve the issue but was unsuccessful. Attempt to gather add'l info was unsuccessful. No info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.